Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. During repair, the threaded standoff on the mixing pump motor broke. Replaced mixing pump motor. Missing usb port cover and associated hardware. A 2000-hour pm was completed on the device. Added usb cover and screws. As part of the pm, serviced circulation pump and mixing pump, replaced heater, evaporator outlet tube, double bend tube, and manifold o-rings. Coin cell was replaced due to age. Unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per evaluation in an arctic sun device the threaded standoff on the mixing pump motor broke.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per evaluation in an arctic sun device the threaded standoff on the mixing pump motor broke.